Event description:
It was reported that "(B)(6) 2026, during central venous catheterization, resistance was encountered when the guidewire was inserted approximately 5 cm into the introducer needle core, resulting in a second puncture. No serious harm was caused to the patient." The user changed to a new set to complete the procedure. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).